Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the battery tube side that affected the insulin pump's functionality; the insulin pump did not react to the new battery. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1812 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The earliest power data available per the power management tool/detail trace file is on 8/27/2025 at 9:36:57 pm. There was no power data available for the event date 8/21/2025. Unable to check power data for failed batt/battery failed alarm however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range using the existing historical data. A review of the history files reveals on 8/21/2025 at 00:46:48 and 00:49:15 the user attempted to insert the aa battery(s) that did not pass the battery replacement test. Finally, at 00:49:53 the user inserted a good battery and was able to continue using the pump. The pump behaved as expected. The pump was cut open for a visual inspection. No evidence of damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and stained keypad overlay. The failed batt test (battery failed) alarm complaint is not confirmed. Crack on the battery compartment (corner of the belt clip rails) is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.